Event description:
The patient presented for a lead revision procedure. Prior to the procedure, the atrial lead was noted to exhibit noise oversensing, which resulted in pacing inhibition, inappropriate automatic mode switch (ams), and associated dizziness symptoms. On (B)(6) 2026, the right atrial (ra) lead was capped and replaced. The patient remained in stable condition throughout the procedure.